Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on ion selective electrode- sodium (na) for an estimated 15 samples. Data was provided for one sample, which was erroneous. All results are in mmol/l. The original sample generated a result of 126. This result was reported outside of the laboratory. The sample was repeated and generated a result of 133. The customer deemed the repeat results to be the correct result. The physician was not expecting the low results, and told the customer he would not be treating any patient based on the na results since they seemed to be erroneously low. There was no adverse event. The customer had also determined that their reference range was possibly too high, and have revised the range from 136-145 to 135-140. The lot of na electrode in use was 21515151, with an install by date of (B)(6) 2012. The field service representative suspected that the electrode may have been expired. The customer replaced the electrode and performed qc; which was within range.